Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a black particulate matter inside the tubing. The reported issue was verified. The cause of the condition was determined to be manufacturing related due to pin build during the tubing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black substance found in a homechoice cassette tubing. This was identified during use of the device for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.